Event description:
It was reported that the pump was set up to infuse a 1l pitocin solution. The infusion rate was titrated to as high as 89 ml/hr. The pump was inspected after the pt was having little response to the medication. The pump was displaying a volume to be infused of 483ml. The initial volume to be infused was 1000 ml. However, the bag still had 800 to 900 ml remaining. Pump was removed from the pt and the administration of pitocin was most likely continued with another infusion pump. No add'l pt intervention was required.